Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: partial delamination of the valve, brown particles on the shell and flat crease. Leak test and microscopic analysis was performed which identified: two striated openings, more than 3 openings punctured on the radius, partial delamination of the valve and observed part of the uneven texture but according to qa199.01 meets the specification (no gel silicon> 5mm). The measurement found is 2mm. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated openings due to surgical damage consistent in the use of some surgical tool. More than 3 punctured openings on the radius due to surgical damage like. Partial delamination of the valve (adhesive failure). Wrinkles (creases) are observed but have no relationship with manufacturing. An uneven shell texture was observed that may be related to the reported event. This uneven texture is within specification. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and pain.

Event description:
Healthcare professional reported a left side "recurrent seroma," "pain," and "rippling." Device has been explanted.